Manufacturer narrative:
(B)(4).

Event description:
It was reported an episode of ventricular fibrillation that showed intermittent ventricular undersensing was observed. The patient became syncopal. There were instances when small fibrillation waves were not sensed following larger fibrillation waves. Programming changes were made. The patient condition is getting better.